Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the top of the I-blade fractured and slightly lifted. The upper clamp arm was missing from the instrument and not returned with the instrument. The damaged portion of the I-blade prevents it from retaining the upper jaw, allowing it to detach from the instrument. Visual inspection was performed and the upper (t) of the I blade was slightly bent. The bottom jaw shows good weld penetration and all of the weld material are still attached. Due to the condition of the returned instrument, no mechanical or functional testing could be performed. It is possible that the jaws and the blade could have been damaged due to excessive force and torsion being applied resulting in the eventual detachment from the instrument.

Event description:
It was reported that during a robotic hysterectomy procedure, after using the device several times, the tip would not open. A piece of the jaw tip became detected. It is unknown if any fell into the patient. A new device was used to complete the procedure. There was no impact to the patient reported.